Manufacturer narrative:
(B)(4).

Event description:
While servicing the ventilator, the philips field service engineer found that the power supply was not charging the backup battery. There was no pt involvement.